Event description:
It was reported to philips that the device's co2 pump would not start and the device displayed a co2 check exhaust inop message. There was no pt involvement.

Manufacturer narrative:
(B)(4).